Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece, therefore the reported event was not confirmed. Also, the fiber tip was good. The fiber connector was analyzed. It was found that distorted light was passing through, indicative of an internal connector fracture and burn marks were found too. The internal connector fracture could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire and the aiming beam was round but dim. A fracture within the connector could occur due to procedural handling of the fiber during setup, use or reprocessing. The burn marks were likely caused to an overheating of the device due to the internal fracture of the connector. Review of the history record (DHR) showed the fiber met all manufacturing specifications prior to release. According to the device instructions for use informs the user to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and to hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a urinary lithotripsy procedure, the fiber was found damaged inside the tube, and the laser light did not pass through the entire fiber. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a urinary lithotripsy procedure, the fiber was found damaged inside the tube, and the laser light did not pass through the entire fiber. The procedure was completed with another fiber without patient complications.